Manufacturer narrative:
This report is submitted on february 4, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to no connection with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 11, 2022.